Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ¿aiming beam fires straight out of fiber¿ @ 46,223 joules and 11 minutes of usage. The surgical fiber was exchanged and procedure completed using a second fiber. Patient outcome "ok" reported.